Manufacturer narrative:
(B)(4).

Event description:
It was reported that a failure of the usb serial cable was observed during product analysis for a tablet that had been returned due to the usb serial cable connector having broken off into the usb port (reported previously in MFR report #1644487-2015-06853). The cause for the anomaly was associated with 2 broken wire connections in the serial cable hood assembly. Once the wires were soldered on to the printed circuit board, the tablet was able to establish communication with a known good generator. No further anomalies were identified. No additional relevant information has been received to-date.